Event description:
After moving patient from the stretcher to the CT bed, the ventilator started to alarm indicating that the patient was fighting the ventilator. The patient was coughing forcefully and waking up during the transfer from bed to bed. Attempted to suction patient when ventilator indicated occlusion airway was assessed and ventilator circuit checked for patency. Patient oxygen saturation started to decrease, and patient was subsequently removed from the ventilator and bagged. Cleared circuit and attempted to re- test circuit to make sure the ventilator was functional, when ventilator failed circuit test. Patient was bagged through CT and then placed on new ventilator when he was taken back to the room before transferring to ICU. Ventilator was removed from service with circuit intact to be turned in to biomed for assessment. Patient oxygen saturation recovered as soon as bag was attached to patient and no harm came to the patient as incident happened as we were standing with the patient.